Manufacturer narrative:
Device evaluation: the report of a pump stop and low speed alarm was confirmed. The log file retrieved from the returned system controller captured a reduction in pump speed below the low speed limit followed by a pump stop on (B)(6) 2016 at 3:45 am. The log file then captured the driveline as being disconnected as the pump was ramping back up to its set speed and the system controller stopped operating the lvad. When the returned system controller was connected to the manufacturer¿s test equipment, the returned system controller would not operate the test pump and continued to alarm with driveline disconnected, low speed hazard, and red heart alarms. The returned system controller was disconnected from the test equipment and disassembled for further testing, which revealed a compromised drive circuitry component on the main printed circuit board. When the damaged component was replaced with a working component, the returned system controller functioned as intended. The compromise may be associated with a potential lvad pump driveline issue; however, the root cause could not be conclusively determined based on this evaluation. Additionally, the lvad remains in use supporting the patient and no subsequent reports of any pump stoppage events have been received. The patient remains ongoing on lvad support with the backup system controller and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year, 12 months. (Calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a low speed operation alarm and a pump stoppage occurred while the patient was sleeping, and the lvad system was connected to battery power. The system controller was exchanged and resolved the alarms. It was reported that there were no clinical indications of a problem. No additional information was provided.